Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and released from the core wire after meeting all release criteria. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred during the procedure. Post procedure it was discovered that the patient had a pericardial effusion. The physician placed a pericardial drain into the patient and around 500ml of blood was drained from the pericardium. The patient was stable and sent to recovery following this. Later that same day the patient went into cardiac arrest. A pericardial window was performed which showed no issues with the pericardial effusion, however the patient did have a small puncture on their liver. This was repaired by the surgeon and the patient was sent to recovery in a stable condition. The patient made a full recovery from all of these events and was discharged from the hospital doing fine.